Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2011-00500. The pt received an scs system including an ipg and two percutaneous leads on (B)(6) 2007. It was reported that the ipg was causing her pain due to its size. In addition, the pt alleges occasional overstimulation from her left lead. A diagnostic test on the lead in question revealed invalid impedance readings for all contacts. According to the MFR's registration records, the pt's ipg and lead were replaced on (B)(6) 2011. No further info is available.